Manufacturer narrative:
The biomedical engineer reported that there is signal loss on multiple transmitters being monitored on the central nurse's station (cns). When nihon kohden emailed the customer for additional information, they stated that they believe the issues were due to poor patient prep and using leads that were no longer good. They have not had any issues as of late and would like to close out the ticket. No patient harm was reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. Concomitant medical devices: the customer only provided information for one of the transmitters that were experiencing signal loss. Telemetry transmitter- model: zm-531pa, sn: 06368. Common device name: "central monitor station" was added as leaving this field blank will result in a failed submission.

Event description:
The biomedical engineer reported that there is signal loss on multiple transmitters being monitored on the central nurse's station (cns). When nihon kohden emailed the customer for additional information, they stated that they believe the issues were due to poor patient prep and using leads that were no longer good. They have not had any issues as of late and would like to close out the ticket. No patient harm was reported.

Event description:
The biomedical engineer reported that there is signal loss on multiple transmitters being monitored on the central nurse's station (cns). When nihon kohden emailed the customer for additional information, they stated that they believe the issues were due to poor patient prep and using leads that were no longer good. They have not had any issues as of late and would like to close out the ticket. No patient harm was reported.

Manufacturer narrative:
Details of the complaint: on (B)(6) 2019, customer at (B)(6) hospital reported signal loss on 4 floors. Service requested: customer requested a quote for nka onsite support. Service performed: customer was provided quote for evaluation which would cover all testing, troubleshooting, and labor. On 11/04/19, customer clarified the issue was on multiple patients and on multiple transmitters. They believed the issue was caused by poor patient preparation and using leads which were no longer in good condition. Customer was no longer experiencing further issues and requested to close the ticket as the devices were assumed to be working. Investigation result: review of tickets opened at memorial hospital relating to "signal" issues revealed the following: ID created on product ID description : (B)(6): (B)(6) 2017 12:08 am pu-621ra [migration] - customer (B)(6) called stating intermittent signal loss: (B)(6): (B)(6) 2017 12:40 am bsm-2304a [migration] - (B)(6) reported that their bsm portable would intermittently loose signal. (B)(6) was not on site to provide model and serial number (B)(6) will call back with model and serial number. (B)(6) : (B)(6) 2017 12:55 am mu-631ra [migration] - (B)(6) communication loss (B)(6) reported the wireless signal drops on the cns and return severy couple seconds intermittently. Aaa-(B)(6): #00012 wireless pack. (B)(6) will test another wireless pack and call back if the (B)(6): (B)(6) 2018 09:50 am no_material signal loss. (B)(6): (B)(6) 2019 08:20 am pu-621ra intermittent signal loss. (B)(6): (B)(6) 2019 10:27 am a/rns-9703-019 signal loss issues. (B)(6): (B)(6) 2019 11:42 am zm-531pa signal loss on 1 center, 2 center 2 sount and 4 south the signal loss issue was reported by the customer to have subsided. The suspected cause is use error in improper patient preparation and device set up. No nka evaluation or troubleshooting was performed as customer requested to close the ticket. From the information available, the root cause could not be confirmed. Review of the tickets above show no further tickets opened relating to signal loss after (B)(6) 2019. Investigation conclusion: the signal loss issue was reported by the customer to have subsided. The suspected cause is use error in improper patient preparation and device set up. No nka evaluation or troubleshooting was performed as customer requested to close the ticket. From the information available, the root cause could not be confirmed. Review of the tickets above show no further tickets opened relating to signal loss after (B)(6) 2019. D11 & c2 concomitant medical devices: the customer only provided information for one of the transmitters that were experiencing signal loss. Telemetry transmitter model: zm-531pa. Sn: (B)(6). D2 common device name: "central monitor station" was added as leaving this field blank will result in a failed submission.